Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The problem was verified during visual inspection which noted a damaged patient adapter. Leak testing, clear passage testing, clamp function testing, torque engagement and device to device testing were performed with no issues noted. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a customer that experienced a connection issue between the uv transfer set and the titanium adapter. The customer reported that the transfer set would not connect tightly with the titanium adapter and the connection was loose. The titanium adapter remained in use. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time. This is report 2 of 3 associated with this event.

Manufacturer narrative:
(B)(4). The device has been received and evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).